Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. No further information regarding the cause of syncope has been received. This pacemaker and the existing system remain in service. No additional adverse patient effects were reported.